Event description:
Two pt's closed with panacryl-midline abdomen closure and right upper quadrant incision developed suture granuloma along entire suture line. Required wound exploration/removal at about 6 months.

Event description:
Add'l info rec'd from MFR 03/13/2002. Since the batch number was provided, MFR was able to performed a bacth history review. The review indicated that the device met sterilization release parameters. Panacryl was designed to bridge the gap between absorbable and non-absorbable sutures by allowing for the use of an absorbable suture for pts/procedure previously requiring the long-term wound support of a non-absorbable suture. During its development, a great deal of effort was expended to ensure that the product was safe and ewffective for its intended use. Infection potentiation, surgical functionality, clinical and biocompatibility studies produced results that were comparable to other absorbable and non-absorbable sutures with respect to infection and inflammatory reaction. Overall, the data to date indicates that the product is safe and efficacious when used as intended.